Event description:
It was reported that in a clinical observation of "incisional negative pressure wound therapy dressings (inpwtd) in routine primary hip and knee arthroplasties", that the pico negative pressure wound therapy (smith & nephew) was applied in 209 cases, 10 cases presented tube disconnections from dressing or the pump due to the long tube getting in the way whilst changing clothes and mobilising. It is unknown treatment for this complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. The device was used for treatment. As the device was not returned, a product evaluation could not be carried out. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. As stated in the pico product ifus, extra care should be taken to ensure tubing does not become twisted or trapped under clothing or bandages. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.